Event description:
New information on (B)(6) 2018 stated that the patient presented in clinic for follow up. Upon review, both implantable cardioverter defibrillator and right ventricular leads were programmed off. It was noted that device and the lead were not reprogrammable and the patient was referred for system replacement. Both leads and the device were explanted. Upon attempted implant of new products, the patient blood pressure dropped and determined the patient had a torn superior vena cava. Sternotomy was attempted to repair the tissue but was unsuccessful. The patient expired on the table.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a death report as the event did not indicate that it contributed to the death. The event should have been reported as a 'serious injury' and device code - inappropriate or unexpected reset' should have been included in evaluation codes.

Event description:
New information received indicated that the implantable cardioverter defibrillator was in backup vvi mode.

Manufacturer narrative:
Correction: missing date of death and date of explant.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check, ocd- over current detection, and sosd - shorted output stage detection - were also noted. Multiple counts of possible high voltage circuit damage and that hv charging would be interrupted shortly after it began in egm recordings. No additional information was available.

Manufacturer narrative:
The anomalies observed in the field were confirmed via reviewing of the device image. Alert indicated ocd (over current detection) and sosd (short output stage detection) was detected. The analysis indicated the output circuitry of the device was damaged. All low voltage device functions were normal. The device was received in backup vvi mode due to a por (power on reset). The reset occurred on (B)(4) 2017, and it was after the ocd and sosd event. The cause of the reset was not determined.